Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument, (lot# j4b2982ey) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, while over sewing the sleeve staple line half the way down the sleeve, the needle broke into two pieces. The needle fell into the patient¿s cavity. An x-ray and endoscopy was performed. One piece was immediately retrieved, but the other piece got embedded in the tissue and was left by the surgeon as stapling the piece out would have increased the stricture risk since the sleeve was already narrow. The surgical time was extended for 90 minutes due to the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that a foil pouch was observed to be opened at the opening tear. The lot number packaging matches the reported lot number. It was reported that the component was disengaged and the needle was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, while over sewing the sleeve staple line half the way down the sleeve, the needle broke into two pieces. The needle fell into the patient¿s cavity. An x-ray and endoscopy was performed. One piece was immediately retrieved and the piece embedded in the tissue was left by the surgeon because it would have increased stricture risk since the sleeve was already narrow. The surgical time was extended for 90 minutes due to the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a foil pouch was observed to be opened at the opening tear. A needle could be observed within the image. One end of the needle appeared to be pointed and the other end appeared to look flat. It was reported that the component was disengaged and the needle was broken. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.